Manufacturer narrative:
Analysis of programming history.

Event description:
A review of programming and diagnostic data was performed, which found a programming anomaly occurred as a result of faulted system diagnostic test on (B)(6) 2012. Upon initial interrogation at the following visit, (B)(6) 2012, the vns settings were found to be at those indicative of a faulted test. The settings were corrected at this visit.